Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument to perform failure analysis. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Additional observations not reported by the site: signs of corrosion were found on the instrument bearings. Both pitch and grip input disk bearings exhibit orange discoloration. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a tenaculum forceps instrument was broken. The procedure was completed with no reported injury.